Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in several patient incidents in 2007. During/upon polypectomy procedures, perforations occurred/were detected in two (2) patients. No surgical intervention was required to further treat the patients, and it was reported that they are doing fine. With a third patient, the physician removed a very large polyp and bleeding ensued. Therefore, surgery was performed to control/stop the bleeding, but the bleeding had already subsided on its own. However, 2 perforations were discovered. No further information was provided regarding any additional medical treatment.

Manufacturer narrative:
The generator was originally returned for routine service work. This work was performed on the unit prior to any knowledge of it being involved in the patient incidents. Even though the esu was not evaluated prior to the service work, if any device problems (i.e. Erroring, nonconforming components, etc.) Were present, they would have been detected during the work. An alignment (i.e. Calibration) was performed on the esu to ensure that all parameters are within specifications. Then a two (2) hour burn-in stress test was completed on the unit to verify system stability. Finally, a technical safety check was performed on the generator to confirm that all features are functioning properly. The esu was calibrated, functioned well under stress, and meets specifications. Additionally, the customer did not report experiencing any problems with the generator. Also, no anomalies were found in the device history record for the unit. As a result, no failures/defects were found with the esu that would have caused or contributed to the events. Most likely there were many factors involved with the situations (e.g. Use of equipment, technique, patient's condition, etc.). However, no conclusive determination could be made as to the cause of the events. To further address the issue, additional in-service work was performed at the medical center in 08/2007. Also a response letter with our findings is being sent to the account. No trends have been identified with this incident. Co is now closing the file on this event.